Manufacturer narrative:
A1: patient identifier: requested, not provided due to time lasp. A2: age & date of birth: requested, not provided due to time lasp. A3a: sex: requested, not provided due to time lasp. A4: weight: requested, not provided due to time lasp . A5: ethnicity: requested, not provided due to time lasp . A6: race: requested, not provided due to time lasp . B3: date of event: requested, not provided. D4: catalog number: requested, unknown . D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown catalog and lot combination. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint cannot be confirmed for a device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record (DHR) review was not performed as the lot number of the device was not provided. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the procedure performed was a peripheral angiogram. The procedure went well. He closed the groin, did the steps correctly, and when he started to pull up and seat the footplate on the arterial wall, the footplate did not catch. As he was removing the device he noticed the footplate had not deployed out of the sheath. It should still be in the sample. They held manual pressure and there was no hematoma or substantial blood loss. The recovery team did have to stay an extra 6 hours due to the recovery time, and this was the last case of the day of course. The type of procedure was an aortogram with runoff. The patient had a pre-condition of peripheral arterial disease (pad). The estimated blood loss was less than 250cc. The footplate never deployed. Manual pressure was held. There was no patient injury and/or medical or surgical intervention required. Additional information was received on 15may2025: the doctor stated the event was years ago and was a long time angio-seal user. The doctor stated he had seen this before, possibly in fellowship.